Event description:
Health professional reported an alleged lap-band system removal without replacement due to pt report of experiencing "dysphasia" and "abdominal pain." Health professional reported that the dr tried to access the port to remove fluid and that an upper gastrointestinal (gi) x-ray was done. The tests were reported as normal. The physician performed an esophagogastroduodenoscopy (egd) that confirmed an erosion. Follow up findings: health professional reported confirmation of the erosion with 6.5 [ml] of fluid remaining in the lap-band system

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. The reported events are surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of dysphagia as follows: "...dysphagia has been reported after gastric restriction procedures." Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract. Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...abdominal pain, chest pain, incision pain, and... Port site pain."